Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed persistent alert 61 identified as an external flash write error, which continued after a restart and led to a device replacement and the patient¿s decision to switch to alternative therapy. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included interruption of insulin delivery therapy and a switch to alternative management without injury or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware failure and was replaced.